Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was revised due to wear, pain and corrosion caused by alval/metallosis.

Manufacturer narrative:
Upon reassessment of the reported event. It was determined that this product should have been reported under MFR number 0002648920-2018-00210..

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - unknown stem. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.